Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when taking down adhesions, the device formed the clip, and then released another unformed clip afterwards. The case was completed with another like device. There was no patient consequence.